Manufacturer narrative:
Suspect device: aviva test strips.

Event description:
Customer reportedly tested 106 mg/dl on the aviva test system while having a diabetic seizure. Customer was given soda by his mother to elevate his blood glucose. No medical treatment sought or received. No quality controls were used. Information suggests incident occurred in the home. Aviva test system: meter, strip lot 300419, exp 04/30/2008, cat/04528662001.